Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2019-13439, 1627487-2019-13442, 1627487-2019-13444. It was reported a lead had migrated in 2015. In turn, the patient stopped using the implanted system. As a result, the ipg was deemed inoperable and was explanted.